Event description:
It was reported that guidewire detachment occurred. A 200 cm x 10 cm fathom -14 guidewire was selected for use in a prostate artery embolization. During removal from the catheter, the wire snapped. The sheath, base catheter, and microcatheter had to be removed in order to retrieve pieces of wire. No patient complications were reported.